Event description:
Information was received indicating that a smiths medical trach tube was leaking from the intubation airbag. The trachea intubation needed to be replaced. There were no reported adverse events.